Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that there was "poor communication" on the patient programmer and the implantable neurostimulator recharger (insr) would not communicate with the implantable neurostimulator (ins) since (B)(6) 2015. There were no reported patient symptoms. No event cause was reported for this event. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event cause, event outcome, and steps taken to resolve the reported issues. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.

Event description:
Additional information received from the consumer reported the reason the device became overdischarged was because they didn't have a need to use the device for too long of a time period.

Event description:
Additional information received from the consumer reported that a circumstance that led to the ¿poor communication¿ was that the ¿programmer was out of town.¿ to resolve the inability to communicate with the implantable neurostimulator (ins) the ins was recharged. The patient last recharged their ins on (B)(6) 2016.